Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿approximately (B)(6) 2015¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. The patient was discharged home four days after admission to the hospital. At the time of this report, the patient had recovered. No additional information is available.